Event description:
After an intensive investigation, the surgeon at the facility who oversaw implantation of the catheter concluded that the failure occurred as a result of some technical difficulty that the resident encountered in implanting the device and was not the result of any material deficiency.